Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 failing leak test prior to use. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 the customer conrad pirog requested to cancel the service, as the issue was already resolved. As no further action is required at this time, this complaint will be closed. Should additional information become available, the investigation will be updated accordingly.

Event description:
N/a.